Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2267 (air and fluid in line) alarm that appeared on the home choice (hc) display during dwell 6. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted with troubleshooting to clear the alarm and advised to notify the nurse. The hp would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2267 alarm could not be confirmed, because the sample was not returned and a cause was undetermined. A batch review could not be performed as lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.